Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-mar-2025, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 27-mar-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was an inability to communicate. Communication with ins was unable using 2 patient controllers and clinical communicator. They tried to use a new controller, force restart, try to connect with different controllers several times. Patient reports he lost a large amount of weight and, after that, his generator moves (migrate). Provider took an x-ray and confirmed leads moved from their original position. The rep mentioned a possible lead/ins revision. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the health care provider (hcp). Hcp reports the patient has not been scheduled for a revision, the patient has not followed up in office and the hcp has been unable to contact the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.